Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient felt something exploded inside her and smoke came out of her belly button.